Event description:
It was reported an aq2003v silicone three piece lens had two linear white defects. There was no patient injury reported. Further information was requested, but none has been forthcoming. If more information is received, a supplemental medwatch form will be submitted.

Manufacturer narrative:
Results: visual inspection of the returned product showed that there was no visible damage to the lens. There was evidence of a clear surgical residue. A work order search was performed and there were no similar complaints within the work order. Conclusion - (no conclusion can be drawn): based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.